Manufacturer narrative:
No additional information regarding replacement of any parts or device logs have been received to be able to determine the cause for the reported event. Multiple attempts to obtain this information have been made. Without additional information and logs, we are not able to determine the cause for the reported event.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation had issues with the safety valve. There is no information whether the anesthesia workstation was being used to treat a patient or not. There was no injury reported. (B)(4).